Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that use of a defibrillator was necessary during the case and, after defibrillating the patient, the ECG became flat and also monitoring off was displayed. A restart of the system was needed in order to resume function of the flex cardio. The device was in use at time of event and was reported that the patient passed away after being transferred to the iccu.

Event description:
It was reported that use of a defibrillator was necessary during the case and, after defibrillating the patient, the ECG became flat and also monitoring off was displayed. A restart of the system was needed in order to resume function of the flex cardio. The device was in use at time of event and was reported that the patient passed away after being transferred to the iccu.

Manufacturer narrative:
The use of an instramed cardiomax 8 defibrillator was necessary during a pci (percutaneous coronary intervention) procedure and, after defibrillating the patient (with 200 volts), the ECG became flat and monitoring off was displayed on the examination room monitor (boom). The procedure was continued using another bedside monitor, and a restart of the system was reportedly required in order to resume monitoring function of the flex cardio device. According to the customer, the reported device issue did not cause or contribute to the patients death. The procedure was successfully completed with two (2) stent's implanted into the patient. The patient was then transferred to the iccu (intensive coronary care unit) and later passed away. No additional patient information has been provided by the customer. According to the customer, a reboot of the system was performed to resolve the issue. The problem has only occurred once and has not happened since. A philips field service engineer (fse) was dispatched to the customer's site to further evaluate the device and perform electrical safety tests. Per the attending fse, electrical safety tests (earthbound, ground, and touch current leakage) was performed on the actual device involved in this complaint and all measurements were found to be within normal range. The customer again confirmed that there have been no further issues when using the defibrillator and the system is functioning normally. The device passed all functional testing and was returned to service. The device did not behave as expected by the customer. To resolve the issue, a system reboot was performed. In addition, field service was sent onsite to perform electrical safety checks. The device passed all functional testing and remains in use at the customer's facility.